Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total hysterectomy procedure, the device was not closing correctly, they then removed the device from the patient and when the tech tried to remove needle, the needle broke. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.